Event description:
It was reported that the device's ac power module requires replacement. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, which will be replaced with fco86100188a, and the device will be returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time

Event description:
It was reported that the device's ac power module requires replacement. There was reportedly no patient involvement.